Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed "upstream occlusion". The reporter denied any kinks in the tubing and the IV bag was flat and the spike appeared to be fully inserted. Reporter turned the device off and then back on and the alarm returned immediately. The reporter then turned the device off. The device was supposed to run for a week. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the uso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.